Event description:
The rep reported that the cause of the high impedance was not determined. The patient was receiving some pain relief and was going to continue to use the current system. No surgical intervention was planned.

Manufacturer narrative:
Continuation of d10: product ID 3888-45 lot# v704661 serial# implanted: 2011(B)(6) explanted: product type lead product ID 3888-45 lot# v704661 serial# implanted: 2011-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v704661, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v704661, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, serial/lot #: (B)(4), ubd: 11-apr-2015, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 11-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep found high impedances on patient's two quad leads. Electrode impedance check revealed the impedance issues. Electrode 0 is unusable, >10,000 ohms. Contacts 3 and 4 have high impedance and can be used, but barely produce paresthesia. Rep tested the leads to determine their utility. Impedance problems do not decrease the utility of the leads. However, the left quad lead (contacts 4-7) is percutaneous and has never been high enough in the patient¿s scapula to relieve her pain. She will evaluate how much relief she gets from the system over the next several weeks and determine whether to replace her current battery or to have the entire system removed. If it is removed, it will be due to lead position at time of implant and not due to impedance. The issue is not resolved.